Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the numbers ramp up while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that she had an insulin reaction and paramedics came out and she was treated with glucose. Customer reported that she gave too much insulin that resulted in low blood glucose. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive up button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address / serial number label and stained end cap sticker.